Event description:
The reporter indicated that the pt expired. The cause of death is unknown at this time. There is no evidence that the ncp system caused or contributed to the reported event.

Event description:
Further follow-up revealed that an autopsy was not performed. The death certificate listed the immediate cause of death as anoxic encephalopathy. Other significant conditions contributing to death, but not resulting in the underlying cause were listed as cerebral palsy and generalized seizure disorder. The manner of death was listed as natural.

Event description:
Further follow-up revealed that the pt did not experience any change in seizure control with vns therapy. The patient was receiving vns therapy at the time of death. Neurologist indicated that the pt went into cardiac arrest 5 days prior to death and developed anoxic encephalopathy. The pt was placed on comfort measures and support was later withdrawn. Neurologist indicated that the ncp system was not related to the cause of death.